Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2013-08011 and 2134265-2013-08014. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used and the motor drive unit was unable to perform pullback. The procedure was completed with this device. No patient complications reported.